Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy on (B)(6) 2019 revealed adhesions of the patients bowel were found to the mesh. It was reported that the patient underwent a procedure on (B)(6) 2019 and the adhesions to the mesh were lysed. It was reported that the patient underwent surgery to remove the mesh on (B)(6) 2020. It was reported that the patient experienced pain, nausea, inflammation and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/23/2023. Additional information: a2, d4. Additional b5 narrative: it reported that the patient experienced hernia recurrence, large abdominal wall abscess, infection, and multiple bowel resections.